Event description:
It was reported that the customer experienced elevated blood glucose levels (400mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer delivered a manual injection to stabilize her blood glucose levels.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.